Event description:
"Partial proximal occlusions which restricted the rate prescribed to be infused. Further, these partial occlusions did not sound an alarm to notify the clinician of this impaired flow. Secondly, due to large volumes of air forming in the line below and around the cassette, clinicians were consistently being called back to the room to deal with alarms."